Event description:
Patient was revised to address pain. It was reported that the ultamet liner was not correctly positioned in the cup at the time of revision.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Pinnacle claim submission form, sticker sheets and medical records received. After review of medical records, the patient was revised to address pain and elevated blood metal ion levels. The cup was noted to be more vertical than desired. Operative findings include milky fluid within the joint and a lot of scar tissue around the acetabulum. Pathology reports note that there were no obvious areas of wear and tear on the cup, head and screw. Clinical notes indicate plasma cobalt to be elevated at 78.2 mcg/l, the cup appearing to be in a very vertical position, squeaking and discomfort.